Event description:
This l v lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2011 due to lead produced diaphragmatic stimulation at normal chronic outputs. The physician was dr.(B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).